Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The reported complaint that the sterile single use distal end cap(dec) detached while inserted in the patient during an ercp(endoscopic retrograde cholangiopancreatography) procedure. The physician stopped the procedure immediately and requested an egd(esophagogastroduodenoscopy) endoscope for retrieval of the foreign body. The physician was unable to visualize the elevator cap with the egd endoscope or x-ray. The manager was notified. The ercp procedure was resumed by the physician and upon extubation, the dec was observed and retrieved from the side of the patient's mouth. The dec was removed intact with no reported harm to the patient. This event occurred at the time to during use.

Manufacturer narrative:
D4: serial # e3: occupation g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. D4: lot # e1: name and address h4: device manufacture date. Evaluation summary: inquiries were made to the facility regarding the circumstances and causes of product detachment, but additional information was not obtained and the cause could not be determined. DHR's investigation found no anomalies in the scope and dec of the lot. We received an e-mail on february 7, 2023, indicating that pentax medical employees were conducting retraining sessions.